Event description:
This is the second of two reports on the same event involving two lot numbers of the same product. Refer to medwatch 9681121-2012-00020 for a description of the first report. It was reported by a patient that she experienced red eyes, infections, and was unable to see well. She stated that she only wore trial contact lenses and implied that she wore the trial contact lenses for almost a year. She was examined by an eye care professional and diagnosed with a significant infiltration in the cornea. She stated that her eyes were seriously injured but recovering. According to the patient, she required eye glasses, dressings, drips, and eye bandages. Additional information received on (B)(6) 2012 from the patient stated that the event has not resolved. She is being treated with blef 10 antibiotic and re-wetting drops for an additional 15 days. The patient is currently wearing contact lenses approximately 7 or 8 hours per day, then removes the lenses and wears eye glasses. The patient stated that her vision has improved. A follow-up examination with her eye care professional has been scheduled. Additional information has been requested from the eye care professional but not yet received.

Manufacturer narrative:
(B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for evaluation. There were no non-conformities or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).